Event description:
An optometrist reported patient with diffuse lamellar keratitis, for a left eye, at 2 day post op bilateral lasik. Topical steroid drops which the patient was taking were increased, to four times a day. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).